Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grips pin. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the prograsp forceps instrument was not working. The procedure was completed with no patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information from manufacturing engineer: initial findings were confirmed. It was noted that when comparing the swage of the grips pin to an in-house on the swage appears to not be fully swaged.